Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2016-00239: screws.

Event description:
While implanting an olecranon plate, it was determined that there was not an ideal size of plate to use. The result was that the proximal fragment pulled out and tore through the screws postop. The plate was explanted and replaced with a different size plate.